Event description:
It was reported that the customer received inaccurate readings on her blood glucose and was hospitalized for high blood glucose due to this issue. The customer was hospitalized a couple of months prior to (B)(6) 2015. The customer's blood glucose at the time of admission to the hospital was 500 mg/dl. The customer stated there were no significant events leading to the hospitalization. The customer was not in an accident. The customer declined troubleshooting. The customer stated that the sensor had been working fine since the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.